Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the transmitter was not blinking when connected to the sensor. The customer's blood glucose was 210 mg/dl at the time of incident. The customer stated that they found that the sensor had no cannula. The sensor will be returned for analysis.